Manufacturer narrative:
The lead was returned severed, with all three terminal pins returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received indicating the patient later expired. No further complications had been reported while the lead was implanted.